Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd bactec¿ 9050 system false positive results were obtained. There was no report of confirmatory testing. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: false positive what confirmatory testing was performed that determined the results were erroneous? Not informed. Were any erroneous results reported to the doctors? No . If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec 9050 (p/n 445800, s/n (B)(6)). Customer reported false positive issues on their instrument. Bd remote assistance contacted the customer for more information. Due to a lack of response this complaint was closed, if the customer returns a new case will be opened. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use with bd bactec¿ 9050 system false positive results were obtained. There was no report of confirmatory testing. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: false positive what confirmatory testing was performed that determined the results were erroneous? Not informed were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.